Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The length of the membranous septum was 3.5mm. During the procedure, excessive force was applied during the insertion of the ds. The valve was able to be implanted at a depth of approximately 7mm. Upon removal, flaring of the capsule tip was noted. Dissections were noted both in antegrade and retrograde directions; however, the retrograde dissection was not prominent at the onset time, leading only the antegrade dissection to be surgically repaired. As the blood flow increased, the retrograde dissection enlarged, and the subclavian artery was noted to be occluded. A second surgical cutdown was performed, the site was repaired, and the wound was sutured. The procedure was extended to an additional 2 hours, for a total duration of five hours. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of delivery system insertion difficulties and bent shaft of ds was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the anatomical factor may have contributed to device insertion difficulties into patient. The reported bend in shaft was consistent during use. The reported hospitalization and surgical intervention were results of case specific circumstances, as dissection was performed and patient was admitted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An event involving delivery system insertion difficulties, including dissection and flaring of the capsule tip, was reported. A device evaluation could not be completed because the device was not returned for analysis. The device history record was reviewed and confirmed that all manufacturing and inspection steps were completed as required and that the product met all specifications. Based on the available information, the root cause of the reported insertion difficulty and subsequent flaring of the capsule tip could not be definitively determined. It is possible that challenging patient anatomy contributed to the event; however, this cannot be confirmed. The reported dissection is likely a cascading effect of the insertion difficulty, which required increased force. The reported occlusion is most likely related to procedural factors, specifically retrograde dissection. The hospitalization and surgical intervention were associated with case specific circumstances, as the procedure was extended to surgically address the dissected sites. There is no indication of a product quality issue related to manufacturing, design, or labeling. Codes removed: investigation findings: 3221.